Event description:
During brachytherapy procedure the radiation oncologist removed a proguide needle/catheter from the patient's perineum and noticed the tip was missing which is less than 1 mm. The high-dose rate was completed. Ultrasound was used and no foreign body was identified. Negative for foreign body.